Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006 for birth control. In or around 2006, plaintiff began to experience symptoms that included, but are not limited to incontinence, painful bloating, irregular and painful menses, heavy bleeding, migraines, weight gain, dizziness, sharp pelvic pain, and painful intercourse. In or around 2013, it was determined that she required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms. In or around 2013, it was determined that she required a second surgical intervention to address her complications. At that time, she underwent a second pelvic surgery to try and alleviate the symptoms. Company causality comment: this spontaneous case report refers to female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced sharp pelvic pain and heavy bleeding (seen as genital haemorrhage). Two pelvic surgeries were performed to try to alleviate the symptoms. The events are anticipated in the reference safety information for essure. Pelvic pain and abnormal bleeding / menses pattern changes may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (ess205) (batch no. 621668) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included gravida ii, parity 2, menarche, gallbladder disorder, red tonsils, irritable bowel syndrome, renal disease, hypothyroidism, hypercholesterolemia and caesarean section. Concurrent conditions included overweight and hematuria. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced ovarian cyst ("persistant ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), abdominal distension ("painful bloating"), abdominal pain ("painful"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), migraine ("migraines"), weight increased ("weight gain"), dizziness ("dizziness"), dyspareunia ("painful intercourse"), thyroid disorder ("thyroid condition"), blood cholesterol increased ("high cholesterol"), arthritis ("arthritis"), abdominal pain lower ("cramping"), muscle spasms ("muscle spasm") and vulvovaginal pain ("vaginal pain"). The patient was treated with levothyroxine, simvastatin, meloxicam and surgery. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, abdominal distension, abdominal pain, menstruation irregular, dysmenorrhoea, migraine, weight increased and dizziness outcome was unknown and the dyspareunia, ovarian cyst, thyroid disorder, blood cholesterol increased, arthritis, abdominal pain lower, muscle spasms and vulvovaginal pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthritis, blood cholesterol increased, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, incontinence, menstruation irregular, migraine, muscle spasms, ovarian cyst, pelvic pain, thyroid disorder, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Most recent follow-up information incorporated above includes: on 26-jan-2018: pfs and medical record received:the event persistant ovarian cyst, thyroid condition, high cholesterol, arthritis, cramping, muscle spasm, vaginal pain, essure confirmation test: no added. Medical history,concurrent condition, reporters,events outcome,treatment drug. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain"), genital haemorrhage ("heavy bleeding") and ovarian cyst ("persistant ovarian cyst") in a 40-year-old female patient who had essure (ess205) (batch no. 621668) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, menarche, gallbladder disorder, red tonsils, irritable bowel syndrome, renal disease, hypothyroidism, hypercholesterolemia, caesarean section (cesarean section x2), uterine dilation and curettage in 2006 and hysteroscopy in 2006. Concurrent conditions included overweight, hematuria, endometrial hyperplasia (without atypical changes) since 2009, irregular menstrual cycle since 2009, amenorrhea (a couple of years ago even after starting on synthroid.) Since 2009, bleeding menstrual heavy since 2009 and menstruation abnormal since 2009. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), abdominal distension ("painful bloating"), abdominal pain ("painful"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), migraine ("migraines"), weight increased ("weight gain"), dizziness ("dizziness"), dyspareunia ("painful intercourse"), thyroid disorder ("thyroid condition"), blood cholesterol increased ("high cholesterol"), arthritis ("arthritis"), abdominal pain lower ("cramping"), muscle spasms ("muscle spasm") and vulvovaginal pain ("vaginal pain"). The patient was treated with levothyroxine, simvastatin, meloxicam, surgery (total abdominal hysterectomy with bilateral salpingectomy secondary, unilateral salpingooophorectomy) and surgery (salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, abdominal distension, abdominal pain, menstruation irregular, dysmenorrhoea, migraine, weight increased and dizziness outcome was unknown and the ovarian cyst, dyspareunia, thyroid disorder, blood cholesterol increased, arthritis, abdominal pain lower, muscle spasms and vulvovaginal pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthritis, blood cholesterol increased, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, incontinence, menstruation irregular, migraine, muscle spasms, ovarian cyst, pelvic pain, thyroid disorder, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: according to medical records: she had had an essure sterilization performed in (B)(6) 2006 and an hsg revealed documented bilateral tubal occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on an unknown date: hsg revealed documented bilateral tubal occlusion on (B)(6) 2009, discharge diagnoses: 1. Complex endometrial hyperplasia without atypical changes with final pathology report pending. 2. Right ovarian cyst with persistent bleeding, post removal of ovarian cyst. Hospital·based procedures performed: total abdominal hysterectomy with subsequent need for right salpingo oophorectomy. Hospital course: the patient was admitted through the surgery suite where she underwent a tah with right ovarian cystectomy. At the time of the cystectomy she continued, however, to have persistent bleeding coming from the right ovary, which was not able to be managed without eventually proceeding to a right salpingo-oophorectomy. On evaluation in the office in (B)(6) 2009 the cervix was parous and the uterus normal size in the midline. Ultrasound revealed a normal-appearing endometrial stripe measuring 5.6 mm. Endometrial biopsy was accomplished revealing evidence of complex endometrial hyperplasia without evidence of atypical changes. This was her second episode of endometrial hyperplasia. However, this one revealed complex endometrial hyperplasia and discussion was held with her regarding the options which were available for management. She has elected to proceed with surgical therapy in the form of a hysterectomy. Impressions: complex endometrial hyperplasia without atypical changes. Preoperative diagnosis (es): complex endometrial hyperplasia without atypical changes. Postoperative diagnosis (es): complex endometrial hyperplasia without atypical changes with right ovarian cyst. Procedure: total abdominal hysterectomy, right salpingo-oophorectomy, salpingooophorectomy performed after cystectomy with persistent right ovarian bleeding. Operative procedure: the right ovary was noted to have an enlarged cyst measuring approximately 5 cm and cystectomy was accomplished. Irrigation of pelvis was then again performed. There was no evidence any bleeding. The decision was made to terminate this portion of the procedure. Reinspection of the right ovary was accomplished. There was evidence of persistent just oozing coming from diffusely along the bed of the cyst. The physician attempted for several minutes to obtain hemostasis, however the physician was unable to accomplish this. It should also be noted before physician allowed the abdominal contents to fall back into their normal position after removal of the abdominal packs physician did place a layer of surgicel across the vaginal cuff and the area of the bladder. The right ovary was then taken off the operative field. Further irrigation of the abdomen was accomplished. There was no evidence of any bleeding. The decision was then made to terminate the procedure. On (B)(6) 2009, preoperative diagnosis: nonhealing hysterectomy incision. Postoperative diagnosis: same as above. Operation: debridement of cesarean section wound. On (B)(6) 2009, hysterectomy (full), salpingectomy(one side removal of fallopian tube) and oophorectomy(one side removal of ovary) on (B)(6) 2009, debridement of c-section wound most recent follow-up information incorporated above includes: on (B)(6) 2018: mr received. Reporters were added. Patient¿s concomitant disease, concomitant drug, lab data and unstructured relevant tests were added. Surgery details: total abdominal hysterectomy, right salpingo-oophorectomy, salpingooophorectomy. On (B)(6) 2018: pfs received. Reporter was added. Outcome of drug was reported that was drug withdrawn. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain"), genital haemorrhage ("heavy bleeding") and ovarian cyst ("persistant ovarian cyst") in a 40-year-old female patient who had essure (ess205) (batch no. 621668) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, menarche, gallbladder disorder, red tonsils, irritable bowel syndrome, renal disease, hypothyroidism, hypercholesterolemia, caesarean section (cesarean section x2), uterine dilation and curettage in 2006 and hysteroscopy in 2006. Concurrent conditions included overweight, hematuria, endometrial hyperplasia (without atypical changes) since 2009, irregular menstrual cycle since 2009, amenorrhea (a couple of years ago even after starting on synthroid.) Since 2009, bleeding menstrual heavy since 2009 and menstruation abnormal since 2009. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), abdominal distension ("painful bloating"), abdominal pain ("painful"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), migraine ("migraines"), weight increased ("weight gain"), dizziness ("dizziness"), dyspareunia ("painful intercourse"), thyroid disorder ("thyroid condition"), blood cholesterol increased ("high cholesterol"), arthritis ("arthritis"), abdominal pain lower ("cramping"), muscle spasms ("muscle spasm") and vulvovaginal pain ("vaginal pain"). The patient was treated with levothyroxine, simvastatin, meloxicam, surgery (unilateral salpingooopherectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, abdominal distension, abdominal pain, menstruation irregular, dysmenorrhoea, migraine, weight increased and dizziness outcome was unknown and the ovarian cyst, dyspareunia, thyroid disorder, blood cholesterol increased, arthritis, abdominal pain lower, muscle spasms and vulvovaginal pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthritis, blood cholesterol increased, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, incontinence, menstruation irregular, migraine, muscle spasms, ovarian cyst, pelvic pain, thyroid disorder, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: according to medical records: she had had an essure sterilization performed in (B)(6) 2006 and an hsg revealed documented bilateral tubal occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on an unknown date: hsg revealed documented bilateral tubal occlusion on (B)(6) 2009, discharge diagnoses: 1. Complex endometrial hyperplasia without atypical changes with final pathology report pending. 2. Right ovarian cyst with persistent bleeding, post removal of ovarian cyst. Hospital·based procedures performed: total abdominal hysterectomy with subsequent need for right salpingo oophorectomy. Hospital course: the patient was admitted through the surgery suite where she underwent a tah with right ovarian cystectomy. At the time of the cystectomy she continued, however, to have persistent bleeding coming from the right ovary, which was not able to be managed without eventually proceeding to a right salpingo-oophorectomy. On evaluation in the office in (B)(6) 2009 the cervix was parous and the uterus normal size in the midline. Ultrasound revealed a normal-appearing endometrial stripe measuring 5.6 mm. Endometrial biopsy was accomplished revealing evidence of complex endometrial hyperplasia without evidence of atypical changes. This was her second episode of endometrial hyperplasia. However, this one revealed complex endometrial hyperplasia and discussion was held with her regarding the options which were available for management. She has elected to proceed with surgical therapy in the form of a hysterectomy. Impressions: complex endometrial hyperplasia without atypical changes. Preoperative diagnosis (es): complex endometrial hyperplasia without atypical changes. Postoperative diagnosis (es): complex endometrial hyperplasia without atypical changes with right ovarian cyst. Procedure: total abdominal hysterectomy, right salpingo-oophorectomy, salpingooophorectomy performed after cystectomy with persistent right ovarian bleeding. Operative procedure: the right ovary was noted to have an enlarged cyst measuring approximately 5 cm and cystectomy was accomplished. Irrigation of pelvis was then again performed. There was no evidence any bleeding. The decision was made to terminate this portion of the procedure. Reinspection of the right ovary was accomplished. There was evidence of persistent just oozing coming from diffusely along the bed of the cyst. The physician attempted for several minutes to obtain hemostasis, however the physician was unable to accomplish this. It should also be noted before physician allowed the abdominal contents to fall back into their normal position after removal of the abdominal packs physician did place a layer of surgicel across the vaginal cuff and the area of the bladder. The right ovary was then taken off the operative field. Further irrigation of the abdomen was accomplished. There was no evidence of any bleeding. The decision was then made to terminate the procedure. On (B)(6) 2009, preoperative diagnosis: nonhealing hysterectomy incision. Postoperative diagnosis: same as above. Operation: debridement of cesarean section wound. On (B)(6) 2009, hysterectomy (full), salpingectomy(one side removal of fallopian tube) and oophorectomy(one side removal of ovary) on (B)(6) 2009, debridement of c-section wound quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc update on 31-jul-2018: plaintiff fact sheet received. Reporter information updated. No new significant information. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up 14-nov-2016: quality-safety evaluation of ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced sharp pelvic pain and heavy bleeding (seen as genital haemorrhage). Two pelvic surgeries were performed to try to alleviate the symptoms. The events are anticipated in the reference safety information for essure. Pelvic pain and abnormal bleeding / menses pattern changes may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.